Event description:
It was reported the programmer takes a long time to start. Each time it is turned on, it says it will reboot and restart. The programmer was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Long boot time. Broken left keyboard hinge. Noisy power supply fan.